Event description:
A 2.5 x 24 endeavor stent was advanced into the body and the physician was unable to cross lesion site. Upon removal the stent was noted to be damaged. The stent was never deployed and no harm was noted to the patient. The endeavor stent was reviewed by the physician who noted there was evidence that two of the struts had been lifted up, compromising the integrity of the stent. The physician did state that, "advancing any equipment was found to be very difficult around the tortuosity in the proximal left circumflex artery, associated with significant calcification."